Event description:
Meter was prompting the error 2 message. The senior medical affairs specialist spoke with the pt to obtain additional info. The pt reported visiting pharmacy to have insulin prescirption refilled; however, the pharmacist would not refill order since pt had already reached the limit. The pt/pharmacist contacted pt's physician for a new prescription; however, the nurse never returned the phone message. The pt reported that the pharmacist was very negligent in allowing pt to leave without testing pt's blood glucose level. The pt left the pharmacy and started developing high blood glucose symptoms during friday and saturday. Pt described having impaired vision, feeling ill, and having frequent urination by saturday evening. On saturday evening the pt fell while going to the bathroom and hurt their back. They attempted to test and the meter would only prompt error 2. The pt was unable to indicate if pt attempted to test prior to the incident. Pt's friend drove pt to the ER the following day. The ER meter read well over 600 mg/dl and admininstered insulin treatment intravenously. Pt refused to be admitted, since pt felt the hosp was inexperienced about controlling pt's diabetes. The pt neither alleged harm nor experienced injury or medical intervention due to the meter. The pt did not have insulin to maintain pt's daily regimen, developed hyperglycemia, and attempted to test following the onset of pt's symptoms. The customer care rep (ccr) verified that the pt was using the correct testing technique and was using test strips that were in good condition. The ccr walked the pt through a retest and the meter prompted the error 2 message. Issue was not resolved through troubleshooting. The meter, test strips, and control solution were replaced.